Event description:
Reportedly, a cardioversion shock related to atrial fibrillation has been performed in accordance with the recommendations available in the pacemaker's device manual. After the procedure, ddd pacing was ineffective. Vvi programming was selected through the emergency button but pacing was still ineffective. Interrogation of the device failed. Finally the pacemaker involved in this MDR report was replaced and returned for analysis.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.